Manufacturer narrative:
Initial 1 of 6Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.

Event description:
It was reported that patient experienced six infusion sets adhesive patch and cannula housing detached from spring prior to insertion issue event on (b)(6)2026. The patient replaced infusion set and resumed insulin deliveries successfully.